Manufacturer narrative:
Additional information has been requested regarding the date of explantation and reason for explant; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on november 27, 2019.

Event description:
Per the clinic, the device was explanted (date not reported) due to device non-use.

Manufacturer narrative:
This report is submitted on march 14, 2020.